Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and was unable to replicate the reported issue. The home was invalidated and re-calibrated to prevent a recurrence of this issue. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was requiring the user to perform the motion calibration frequently. There was no patient present when this issue was identified.